Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that the implant system requires tension to be distributed through both suture legs to achieve suture lock deployment. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an arthroscopy, the magnum 2 knotless implant anchor's sutures loosened and the surgeon lost tension on the cuff. They had to be manually tie down the cuff. The procedure was completed with a backup device, which was used in a additionally drilled bone hole. A delay of less than or equal to 30 min. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the four devices were not received in original packaging. Device one: the distal snare ring has been removed. The magnum 2 implant has been deployed and not returned. Bio debris is present. The wire snare has been fully unwound from the suture reel. The suture lock has not been deployed and is at the tip of the deployment tube. Devices two, three, and four have the distal snare ring, implant, wound suture snare, and un-deployed suture lock. There are no visible discrepancies. A functional test of device one is not possible since the device is intended for single use. Devices two, three, and four loaded the suture, wound the tension, deployed the implant, and deployed the suture lock. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.